Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an infected back incision with redness and blistering noted at the back incision site. The pt was hospitalized. The catheter (issue unk) was explanted and the pt received antibiotic therapy on (B)(6) 2011. The outcome was reported as ongoing event. The drug infused via the device was baclofen (dose unk).